Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: they did not save the lot number info. The person providing information is nicole gee. She is the ortho coordinator. Thank you the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and suture was used. During the procedure, the sales rep reported that the suture was popping off the needle when trying to do closure on a patient. No patient harm and the total knee replacement was completed with another suture. No adverse patient consequences were reported. Additional information was requested.